Manufacturer narrative:
This report is associated with argus case (B)(4), polident denture cleanser tablets.

Event description:
Accidentally swallowing some of the polident 3-minute (size not specified) [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) female patient who received double salt denture cleanser (polident denture cleanser tablets) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident denture cleanser tablets. On an unknown date, an unknown time after starting polident denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and accidental ingestion of drug. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture cleanser tablets. Additional details, adverse event information was received on (B)(6) 2016. Consumer reported his wife accidentally swallowed some of the polident 3 minute (size not specified) on (B)(6) 2016 (accidental device ingestion and accidental ingestion of drug). This incident happened once and patient was 39 years old. There was no indicated use because she mistook glass of polident 3 minute (size not specified) as water.